Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the blue pin of the cassette during fill 1 of 4 of their pd treatment. The patient reported receiving a patient line is blocked message during fill 1 of 4 of treatment and the treatment was cancelled. The patient was unable to fully push pin in due to it "almost falling out". Fluid did not come in contact with cycler. Upon follow up, the on-call peritoneal dialysis nurse (pdrn) clarified the patient had 1 stay safe connector not 3. The pdrn will follow up with the patient. Upon additional follow up, the pdrn confirmed the reported fluid leak event occurred on the tubing due to a loose connection between the catheter and transfer set. There were no fluid leaks on or near the cycler itself. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomyacin (1 gram, intraperitoneal, one day) and gentamyacin (80 mg, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The pdrn stated that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. Upon further follow up, the patient confirmed that the cycler set was discarded and was not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the blue pin of the cassette during fill 1 of 4 of their pd treatment. The patient reported receiving a patient line is blocked message during fill 1 of 4 of treatment and the treatment was cancelled. The patient was unable to fully push pin in due to it "almost falling out". Fluid did not come in contact with cycler. Upon follow up, the on-call peritoneal dialysis nurse (pdrn) clarified the patient had 1 stay safe connector not 3. The pdrn will follow up with the patient. Upon additional follow up, the pdrn confirmed the reported fluid leak event occurred on the tubing due to a loose connection between the catheter and transfer set. There were no fluid leaks on or near the cycler itself. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomyacin (1 gram, intraperitoneal, one day) and gentamyacin (80 mg, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The pdrn stated that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. Upon further follow up, the patient confirmed that the cycler set was discarded and was not available to be returned to the manufacturer for physical evaluation.